Event description:
As related by the distributor during the surgical procedure the item had broken and the surgery was finalized using an new device, without implication to the patient. There is no more information available from the hospital or about the broken item.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a broken tip of a universal driver shaft was reported. The event was confirmed. A material analysis concluded that the torx drive tip of the lower universal joint failed due to a torsional overload with the final fracture occurring from an overload condition in a ductile manner. No material or manufacturing defects were observed on the fracture surfaces examined. Device history review determined all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review found that there have been other events for the reported lot. Conclusions: the investigation concluded that the broken tip of the universal driver shaft tip was caused by excessive torque used while trying to dislodge a well fixed screw. No material or manufacturing defects were observed.

Event description:
As related by the distributor during the surgical procedure the item had broken and the surgery was finalized using an new device, without implication to the patient. There is no more information available from the hospital or about the broken item.